Manufacturer narrative:
Additional information: section h imdrf annex codes correction: section e initial reporter prefix, initial reporter occupation, section g report source. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the users were unable to log onto pyxis. A technical support specialist confirmed that the issue had been resolved by the customer. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the user had attempted to access the pyxis and received the message: 'unable to authenticate'. A customer indicated that the user had experienced a delay in dispensing medication due to a reported malfunction. There were no adverse events or injuries reported in connection with this incident.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the user had attempted to access the pyxis and received the message: 'unable to authenticate.'. A customer indicated that the user had experienced a delay in dispensing medication due to a reported malfunction. There were no adverse events or injuries reported in connection with this incident.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.